Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported for a 0.9% normal saline infusion, the pump was programmed to run 75 ml/hour, volume to be infused was 900ml. Short time later, the nurse came back and found the bag had emptied. The pump was taken out of service, tagged, and placed in the med/surg dr.'s dictation room. It was reported there was no patient or user harm.

Event description:
It was reported for a 0.9% normal saline infusion, the pump was programmed to run 75 ml/hour, volume to be infused was 900ml. Short time later, the nurse came back and found the bag had emptied. The pump was taken out of service, tagged, and placed in the med/surg dr.'s dictation room. This occurred during the day shift it was reported there was no patient or user harm.

Manufacturer narrative:
The report of an overinfusion of normal saline was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The device was being used for treatment. The log does not tell if or when the bag was changed, nor can it tell what the starting/ending volume of the fluid container was. The pump module was not returned for investigation. The root cause of the reported overinfusion of normal saline was not identified. Device history review: review of the pump module (B)(6) service history record showed the device had a manufacture date of 25 february 2009 a review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : log review only.